Event description:
On 28 august 2002 kmi was notifed of the explant of a universal total wrist system owing to minimal range of motion reported by the pt two years after it's original imploant date. No other technical info was provided.